Manufacturer narrative:
(B)(4). Concomitant medical products: 42502006602, persona cr narrow femoral, 62191735. 42532007102, persona stemmed 5-degree tibia, 62411820. 42540000038, persona all poly patella, 62389122. 42502006602, simplex cement, 62191735. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02876.

Event description:
The patient is experiencing a clicking-type sensation of the right knee approximately nine months post right knee arthroplasty. No treatment was provided as there was no pain associated with the clicking. The surgeon stated this was not related to the device. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Products were reviewed for compatibility with no issues noted. External radiologist reviewed provided x-rays and noted proliferative changes at the inferior and superior poles of the patella. No evidence of loosening, wear, radiolucency, or malalignment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.